Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set w/cassette leaked from an unspecified location. This occurred during set up for automated peritoneal dialysis (pd) therapy. The home patient (hp) was not connected at the time of the event. The leak was further described as ¿there was a fluid coming out from the top of the luer connector¿. Renal therapy services (rts) assisted the hp in ending the therapy session and to disconnect the cassette from the pd cycler. When the hp opened the door, there were a few drops of fluid insider the cycler door. Rts advised the hp to wipe off the fluid with a damp cloth and start the therapy session over with all new supplies. Rts advised the hp to advise their pd nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.